Event description:
On (B)(6) 2026, the user reported discrepancies between blood glucose and sensor glucose readings. No injury or medical intervention was reported.

Manufacturer narrative:
This MDR is submitted retrospectively following an internal review. Review of sensor data did not indicate evidence of a system malfunction. A firmware update was available at the time of the interaction; therefore, as a proactive troubleshooting measure, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. Subsequent monitoring showed that calibrations entered after the update aligned appropriately with sensor glucose values, with occasional differences consistent with expected lag. The user was advised to continue using the system and to calibrate when prompted. Review of the data management system confirmed that the system remains in use with up-to-date information.